Manufacturer narrative:
Device eval by manufacturer? Returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and 100ml of blood in the waste bag. The boot was half full of fluid, when received. Visual and microscopic inspection of the device presented no damage to the pump assembly. The only hole in the pump assembly was the manufactured hole in the male connector nut (the adhesive hole). There was a kink in the shaft 17cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console and the boot filled with fluid. The device as removed from the console and the shaft was cut at the severe kink. Microscopic examination of the device revealed that the hypotube was broken at the location of the kink. The appearance of the separated ends of the hypotube were ovaled, indicating the hypotube was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15may2019. It was reported that there was a hole in the pump. An angiojet solent omni catheter was selected for a thrombectomy procedure in the iliac artery. During the procedure, it was noted that there was a hole in the pump. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed the hypotube was broken 17cm distal to the strain relief.